Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via subclavian approach, they experienced difficulty advancing the valve and delivery system through sheath due to the patient size (being very large) and not having enough support. The valve poked through the mid-section of the sheath and they were able to see the valve through the sheath. The sheath and delivery system had to be removed as a unit from patient. There was no frame damage. A vascular complication (dissection) occurred when the valve poked though the sheath had to be addressed by a vascular surgeon. The repair of the right subclavian was a success.

Manufacturer narrative:
Device expected back. Investigation is ongoing.

Manufacturer narrative:
Update to b4, b5, g3, g6, h2, h6 and h10 to reflect pre-decontamination findings. New information indicates per pre-decontamination observations, the esheath was returned partially expanded 3 inches from distal of strain relief, tip unopened, crimped valve exposed through torn liner located 1 inch distal of strain relief. The distal end of strain relief was torn about 3 inches. A shaft kink was located on distal end of strain relief. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08225 and and 2015691-2022-08226.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via subclavian approach, the operators experienced difficulty advancing the valve and delivery system through sheath due to the patient being very large and not having enough support. The valve 'poked' through the mid section of the sheath and the operators were able to see the valve through the sheath. The sheath and delivery system had to be removed as a unit from patient. There was no frame damage. There was a vascular complication (dissection) that occurred when the valve poked though the sheath had to be addressed by a vascular surgeon. The repair of the right subclavian was a success. Per pre-decontamination observations, the esheath was returned partially expanded 3 inches from distal of strain relief, tip unopened, crimped valve exposed through torn liner located 1 inch distal of strain relief. The distal end of strain relief was torn about 3 inches. A shaft kink was located on distal end of strain relief.

Manufacturer narrative:
The commander delivery system was returned partially inserted through esheath plus. Visual inspection revealed that the sheath was partially expanded 3 inches from distal of strain relief. The distal end of strain relief was torn about 3 inches, a shaft kink was located on distal end of strain relief. Dimensional testing was performed; liner thickness was measured along the length of the liner tear. Due to the nature of the tear, measurements were only able to be performed on one side. All measurements met specification. As the delivery system was able to be fully inserted through the sheath without any abnormalities during functional testing, the dimensional measurement for the delivery system flex tip outer diameter (od), which is the largest component passing through the sheath, was not performed. Due to the nature of the complaint strain relief damage, no applicable dimensional testing was able to be performed. Functional testing was performed; the delivery system and valve associated with the complaint was advanced through the esheath. No resistance was observed. The sheath expanded as designed and tip opened as designed imagery evaluation was performed; 3mensio showed undersized vessel (6mm for 16fr esheath) present in patients access vessels and tortuosity present in patients access vessel a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaints for strain relief damage, introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath and introduce and navigate system through sheath liner punctured were confirmed. A review of the lot history revealed no complaints related to the events introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath, introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath, introduce and navigate system through sheath liner punctured, general risk failure liner torn, strain relief damage. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath/esheath+ resulting in a high push force has previously been documented in an existing product risk assessment which was reviewed. In addition, review of the workorder confirmed that the device lot passed the expander insertion force test and these inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The instructions for use (IFU) and training mitigations captured in the product risk assessment were reviewed and no IFU /training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. A review of the complaint history revealed the following potentially applicable root causes; patient factors (tortuosity) and procedural factors (bent valve strut) the complaint for introduce and navigate system through sheath/access vasculature resistance between system components inability to advance through sheath, introduce and navigate system through sheath liner punctured, and general risk strain relief damage were confirmed with the returned device. However, no nonconformances could be identified during the evaluation. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported they experienced difficulty advancing the valve and delivery system through sheath due to the patient being very large and not having enough support. The valve poked through the mid section of the sheath and they were able to see the valve through the sheath. The sheath and delivery system had to be removed as a unit from patient. Returned patient imagery showed undersized access vessels and tortuosity. A kink was also found near the distal end of the strain relief, which is indicative of the presence of tortuosity. Additionally, large patients require a steep insertion angle due to the extra tissue between the vessel and puncture location as noted by the lack of support in the complaint details. Per the IFU/training manual push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Undersized access vessels can create a constrained effect on the sheath resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Tortuosity and steep insertion angles lead to noncoaxial alignment between the delivery system and sheath, which may lead to noncoaxial advancement of the delivery system that leads to resistance. In order to overcome this resistance, high push force was likely used. High push force in conjunction with the increased friction can lead to a bent valve strut, as seen in the returned device and noted in the complaint details. The bent valve strut along with the continued use of a high push force likely caused the resulting liner tear and strain relief damage as seen on the returned device. As such, available information suggests that patient factors (tortuosity, undersized vessels) and/or procedural factors (steep insertion angle, bent valve strut) may have contributed to the complaint event. Since no product nonconformance was confirmed, a product risk assessment escalation is not required. Since no manufacturing defect was identified, no corrective or preventative actions are required in this case, a vascular artery dissection occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel that may have contributed to the complaint event.